Event description:
The customer reported that the battery charge and the ac power indicators were not working. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported that the battery charge and the ac power indicator were not working. There was no report of patient involvement or adverse patient impact. The customer was advised that this device is out of support life. This device had been out of support life since 12/31/2006. This device was manufactured in march 1995. Parts and service are no longer available for this device. Based on the customer's report we will consider this to have been a malfunction. The device can no longer be repaired and the specific cause of the malfunction cannot be determined.